Event description:
It was reported that the pt complained about his hearing perception to be muted. An examination showed that probably the fmt lies against the eardrum. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.